Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that patient anatomy contributed to the reported slda; however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Na.

Event description:
This is filed for single leaflet device attachment, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. A mitraclip was advanced and implanted, however a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second clip was implanted to stabilize the slda and to further reduce mr. Post procedure mr was reduce to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.